Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports that the pump segment that hooks into the infusion pump was put upside down. The part didn't line with the pump and so the flow would have gone the wrong way. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. The provided photograph was visually evaluated; and it was noted that the space pump was assembled incorrectly. Based on visual findings, the sample did not meet internal specification; therefore, the reported defect was not confirmed. Incidents of this nature are attributed to operator oversight during the manual assembly process of the product. The operator failed to notice the space pump segment was assembled backwards while assembling the final product. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, a historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. Therefore, no formal corrective action is warranted at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.